Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. The system was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. No adverse patient effects were reported. The system remains implanted at this time.

Manufacturer narrative:
This report is being filed to update the return status of this lead in the describe event or problem field.

Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. The lead was disposed and was not expected to be returned. No additional adverse patient effects were reported.